Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed and out of range shocking impedance and an increase in pacing impedance with loss of capture at high outputs. There was noise displayed on the shock channel. During an invasive procedure to explant the device for normal elective repalcement indicators, when the high voltage lead was pulled on, it came out of the device without loosening the setscrew. A new device was implanted, and the connection checked. The impedance was normal.